Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The nurse reported that during a cataract surgery, the vacuum would not reach set valve. The issue was resolved either by replacing the system or the cassette and the surgery was completed. Additional information was obtained by the scrub technician. The scrub technician indicated that the low vacuum issue occurred during every third case, during irrigation/aspiration with the irrigation/aspiration handpiece. The staff replaced the cassette and the system. The company representative visually inspected the irrigation/aspiration handpiece (hp) and observed a piece where the cassette tubing connects to the hp was broken. Additional information is expected. There was no harm to the patients reported.